Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, device returned for service was found to have a motor blocked, blades broken, coupling shaft worn, bearing overheated. Device was repaired, cause of the failure not determined.

Event description:
Device was returned for service. During service, technician found motor blocked, lamellas broken, coupling shaft worn, and bearing overheated. (B)(4).